Event description:
It was reported that the patient underwent a tlif using interbody device. It was decided that the cage to be removed after it was im planted. The inserter was used to remove the cage. The cage broke during the removal. The broken cage was retrieved and another cage was used. The case was completed without any further complications.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.